Event description:
Healthcare professional reported, deflation. Healthcare professional, later reported, "leaked from valve tab". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed, as unidentified (tear) opening. Valve leak and/or damage: not observed. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "leaked from valve tab".

Event description:
Healthcare professional reported, deflation. Healthcare professional, later reported, "leaked from valve tab". This record is for the left side. Device was explanted.